Event description:
It was reported that during pre-operation, with no patient in the operating room, when operating arm cart assembly c, an 'arm error' occurred. The error was considered non-recoverable. The problem was not resolved, so another arm cart assembly was used. There was no reported patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-operation, with no patient in the operating room, when operating the arm cart assembly, an 'arm error' occurred. The error was considered non-recoverable. The problem was not resolved, so another arm cart was used. There was no reported patient involvement.

Manufacturer narrative:
Updated information: b5 (event description), e1 (initial reporter), h2.6 (annex b, c and g codes). Medtronic led an evaluation of the field service notes and the associated device data logs. Review of the field service notes indicate a communication failure between the arm cart assembly and instrument drive unit remained. The instrument drive unit was temporarily replaced, but recovery was not achieved, so the instrument drive unit were replaced. After replacement, a series of operation checks were performed and no abnormalities were observed. Evaluation of the device data logs show the serial number of the reported arm cart assembly sn: (B)(6) was not found on the logs. Evaluation of the device confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause of the event was connectivity issues between the instrument drive unit and z-slide. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.